Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the jaws of the device would not open. The device was loaded and jaws were closed. The device was placed through the trocar. Then, the surgeon could not open the jaws of the device. There is a lock symbol on the window so this would indicate that the device was fired and locked out. The surgeon removed the device. They then opened a new device and it worked without issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58e85. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.